Event description:
Information was received indicating that this ambulatory infusion pump exhibited over delivery. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the battery needed replacement. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy® plus pump was returned for analysis in good physical condition. The customer's reported problem was "over delivering, replace battery". Visual inspection found the pump to be in good physical condition. Inspection of the pump's event log indicated one 20ml bolus test may have been performed prior to the pump's return to smiths medical. Delivery accuracy testing, by the investigator, found the pumps average delivery error to be within the published specification of +/- 6%. However, delivery accuracy testing found the pump's delivery to be slightly positive. The pump's expulsor was replaced in order to bring the delivery into more nominal of a range. The rtc clock battery was replaced as preventive maintenance. The customer's reported problem regarding over delivering was unable to be confirmed. What caused the reported problem is unknown. Who caused the reported problem is unknown. Review of the device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.